Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported that the device overheated during a case and burned a patient at the user facility. No further information was provided by the user facility.

Event description:
It was reported that the device overheated during a case and burned a patient at the user facility. Attempts are being made to obtain additional information from the user facility.